Event description:
It was reported that a spinning spiros® closed male luer, purple cap experienced an event during a chemotherapy administration of azacitidine. During the injection, the solution spread inside the secure cap. The patient was reported to have received 1 injection out of 2 planned, and a new syringe was not prepared. There was no harm to the patient reported. No additional information is available.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Manufacturer narrative:
A single used ch2000s-pc spinning spiros was returned connected to a 3ml luer lock syringe. Visual examination revealed and confirmed the ch2000s-pc spinning spiros o-ring was displaced resulting in leakage. This type of leakage is typical of excessive back pressure during use which displaces the o-ring and results in leakage. The probable cause of the leakage is typical of excessive back pressure during use which displaces the ch2000s-pc spinning spiros o-ring. The 3ml syringe can produce high pressure during injection. Without the return of the mating device that connects to the male luer end of the ch2000s-pc spinning spiros the probable cause of the high back pressure cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information d9 product received date: 7/20/2022.